Event description:
It was reported that pump screen was dark and would not turn on. There was no reported impact to the customer¿s blood glucose level. Customer attempted multiple troubleshooting steps with technical support, including pressing button in different ways and charging pump with known working supplies, but pump display still did not turn on. Customer was provided replacement pump, planned to use multiple daily injections as backup insulin therapy, was instructed to place malfunctioning pump in storage mode and return it with pre-paid label, and was advised to reprogram pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.